Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. The caller was guided through resetting the pump by technical support, and after the reset, the cgm error code was not displayed again. The caller successfully started their sensor session.